Event description:
Implantable cardio defibrillator (ICD) was noted to be 16 seconds/ 21 seconds/ 14.27 seconds with battery voltage 5.15 volts/5.05 volts on 10/23/02. Elective replacement by the cardiologist was performed due to increased charge times. This procedure was uneventful. ICD evaluation on 07/24/02 had been-16/11.73 seconds with battery voltage equal to 5.19v.